Event description:
Investigation results completed on a smiths ventilators/pneupac ventilators parapac. Summary in h -10.

Manufacturer narrative:
Investigation results completed on a a ventilators/pneupac ventilators parapac. The complaint of 02 supply indicator is not working and red while connected to oxygen not verified nor validated as device passed testing. Hose was visually inspected and device passed gas supply leak test. Action was taken as more preventative to replace gas supply indicator alarm as a pm. Unknown cause of event.

Event description:
Information was received that a smiths medical pneupac parapac ventilator o2 supply indicator was not working, as it was reported the indicator "still stays red" while connected to oxygen. No adverse effects were reported.